Event description:
At 2000 in 2004 1800 cc IV solution of cvn was placed in colligen IV pump - pump to infuse at 70 cc. At 2200 noted 1600 cc had infused. Pump discontinued. Physician notified. Insulin drip started ,additional lasix given.